Manufacturer narrative:
G4:17may2021. B4:15jun2021. The details regarding the patient's context of use when the issues were discovered are currently unknown. Multiple good faith efforts were made to obtain this information. No further response was received. It was reported that the ventilator has returned to service, and all the operating control tests passed without problems. It appears that the patient circuit was not properly connected or was defective. No other anomalies were reported. Multiple good faith efforts were made to obtain information regarding the device's repair and operational status with no response from the reporter. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator gave various alarms. It is unknown if there's patient involvement. Additional information has been requested.